Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump alarmed rf pic failed noted during self-test due to faulty electrical component on the radio frequency board also, unable to download and unable to complete functional testing due to rf pic failed self-test.

Event description:
Customer reported receiving an error alarm on the insulin pump. Customer mentioned being admitted into the hospital due to blood glucose readings of 10 mmol/l. It was noted that the battery compartment was cracked. The drive support cap was noted to be normal. Customer's blood glucose reading at the time of the call was 8.2 mmol/l. No further information reported.

Manufacturer narrative:
Failure analysis revealed that all the operating currents are within specification. No unexpected low battery or off no power alarms noted. The device passed the error test, off no power test, displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. An error alarm noted during the self test. Unable to determine the root cause due to insulin pump been held for further testing. Unable to download and unable to complete the functional test due to the error alarm. The device was received with minor scratched lcd window, cracked reservoir tube lip, and cracked battery tube threads.